Event description:
Pt underwent a ureteroscopic stone removal procedure on 1/3/95. During the procedure the surgeon was unable to remove the stone retrieval basket. Therefore, the pt underwent a ureterolithotomy on 1/4/95 to remove both the basket and the stones.